Event description:
Facility alleges headers cracked during dialysis, causing blood leak. Rn reports circuit discarded. Ebl 7100cc. Venous headerdialysis resumeed wwwith new dialyzer. No further medical intervention required.